Event description:
On 22-may-2026, a sales representative reported via email that an ar-1298qai-100 all-inside quadlink kit (10 mm) experienced an issue in which a portion of the needle on the loop link suture sheared off during use. All components, including the detached fragment, were retrieved. The procedure was completed using a scorpion suture passer. This occurred during an acl procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 29-may-2026: during the procedure, the loop link suture needle fragmented inside the patient during the first pass while passing the suture. Despite the needle issue, the loop link suture remained functional, and the surgeon continued the procedure using a scorpion device for suture passage. All fragments, including the detached needle portion, were visually confirmed as retrieved and remained contained within the surgical field. No fragments entered the patient. The affected implant, the loop link suture, remained intact and was used to complete the procedure. There was no delay to the surgery, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.